Event description:
It was reported that during a da vinci-assisted robotic gastric bypass (roux-en-y) surgical procedure, the prograsp forceps instrument tip broke off and is missing so the small piece won't be returned with the instrument. It did not fall into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument associated with this complaint and completed its investigation. The failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A pie approximately 0.206" x 0.716" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attribute to mishandling/misuse, such as excessive force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Per the system logs the prograsp forceps instrument associated with this event was last used on (B)(6) 2022 on system (B)(4). The instrument had 2 uses remaining. This complaint is reportable due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.